Manufacturer narrative:
Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to a rewind anomaly. Successfully downloaded history files and traces using thump. Pump error 43 alarms were found in the history files on 11/10/2025 05:35:43.000 until 11/10/2025 13:39:17.000. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor and keypad flex connector. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay, scratched case and corroded home switch. Rewind anomaly and pump error 43 were confirmed due to moisture damage to motor assembly. Cosmetic damage at the reservoir tube was not confirmed, however, other cosmetic damage were noted. Exposed to moisture damage confirmed on the electronic assembly, motor and keypad flex connector. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received multiple pump error 43 (an error in the motor was detected by reading unexpected value from hall sensor) alarms, and also alleged for rewind anomaly, broken reservoir compartment and leaks has past 2nd o-ring. The customer reported no adverse event. The event involved product mmt-1885. Troubleshooting was performed for pump error. Customer was able to clear the error but was unable to complete the rewind process. Troubleshooting was performed for reservoir leaks. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1885 was requested and customer response was the device will be returned.